Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: black particles in the shell, and wear abrasion. Leak test and microscopic analysis was performed which identified: crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.